Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details. There was no patient involvement. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that during a stenting procedure, a 60 mm x 10 mm was required for treatment. The nurse opened an outer box marked as a 60 mm x 10 mm stent and handed the inner blister packing to the consultant. When the consultant looked at the sizes on the blister packaging, he noticed it was marked as a 40 mm x 10 mm stent. There was no patient involvement and no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related issue. The outer box of a biliary stent was returned for evaluation. The box contained an unopened pouch with a biliary stent delivery system. The label of the inner pouch matches the size of the product in the pouch. The manufacturing periods of both lots were reviewed and it was found that there was no overlap of the manufacturing periods of these device lots. Also the shipping histories of the device lots were reviewed. It was found that there was no customer return of these device lots that could be related to the reported event. Potential contributing factors to the reported event have been evaluated. As the reported event was found to be an isolated incident, no previous investigations of similar complaints could have been reviewed. The manufacturing records, the shipping records, and the labeling records of the two affected lots were reviewed. Based on the review, a potential manufacturing-related mix-up of the device lots can be excluded. It was reported by the customer that the devices were used for training purposes leading to the conclusion that the inner pouch of the 10 x 40 mm stent possibly might have been packed in the outer box of the 10 x 60 mm stent by error at the customer facility. However, on the basis of the information available a definitive root cause for the reported event could not be determined. The labeling elements of the subject device lots were reviewed and found to be adequate. The size of the stent was found to be clearly referenced on the product labeling.